Event description:
It was reported that during surgery while using the illumination system, the cable melted, creating smoke/heat and would not function properly. No patient complications were reported.

Manufacturer narrative:
The light cable was returned to medtronic for evaluation. A visual examination of the cable confirms high temps present at the light source attachment end. This suggests the use of a machine with greater than the 100w instructed on the packaging. Package labeling indicates that the recommended light source utilizes 100w light sources and 5mm optic cables. Use of larger cables and/or higher wattage light sources may result in high temperatures on the metal connection to the light cable, which may result in injury to patient or staff and damage to product.